Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the right coronary artery. The physician advanced the 3.0x15 maverick otw balloon to the lesion and inflated it to 14atms on the first inflation, and it ruptured. The device was removed intact. Patient status is listed as "ok". Additional information was requested, but was not obtained.